Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (damaged belt connector) has been confirmed. Upon eval the trunk cable connector was severed from the trunk cable the root cause of the damaged belt connector could not be positively identified, but was likely excessive force. No adverse event resulted from the severed trunk cable connector. The pt rec'd a replacement electrode belt.

Event description:
A (B)(6) male pt called zoll customer support to report that his belt connector was damaged. The pt was issued a replacement electrode belt.